Event description:
The manufacturer was contacted in reference to a bipap a30 device regarding a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, and new information becomes available following the completion of the device evaluation that changes the outcome of the investigation and associated medical device reporting, a follow up/supplemental report will be completed.